Event description:
Related manufacturer report number: 2938836-2017-24385. The patient presented in clinic after experiencing syncope and receiving a vibratory alert for possible high voltage lead issue. Episodes of automatic mode switching (ams) most likely due to myopotentials and low high voltage lead impedance was revealed. The leads were capped and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found one external abrasion distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. The exposure of the outer coil in this location contributed to the oversensing reported in the field. Electrical testing did not find any indication of conductor fractures. Internal shorts and other damages found are consistent with those occurring at the time of explant.